Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for (B)(4) was performed from 08/04/2014 to 9/1/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device was displaying error code 120.4500. Npi.